Event description:
The facility representative reported a colleague infusion pump with a damage battery. This condition had the potential to interrupt delivery. This event occurred upon power up in the biomedical service department. There was no report of patient involvement, injury, or medical intervention necessary. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Added c&r number.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.